Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, a patient developed tmj symptoms, started experiencing frequent headaches, has temporal muscle pain, and the aligners have caused her upper and lower anterior teeth to rotate inappropriately. Doctor advised patient to cease treatment immediately.